Event description:
A malfunction was reported on the pump by the customer, occurring at least three times with malfunction code 12, although no significant events were noted before the malfunction. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.